Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient was presented with oozing right side hip wound from right thr surgery (B)(6) 2017. Surgeon washed out and debrided right hip wound. Tissue samples sent to pathology, liner head exchange performed as per standard surgical technique and wound closed in layers with a vac dressing applied.

Manufacturer narrative:
(B)(4).